Event description:
It was reported that the bd syringe 10ml ll s/c 200 contained foreign matter. The following information was provided by the initial reporter: "for sterile product, product number 302995 (10ml syringe) - quantity one item was found sealed but appearing to have some form of contamination/discoloration. Customer (ruhs) checked other products with this same lot number and did not find other products with this defect. I have the product and pictures that I can forward (email) upon request." Response received on 14-nov-2023: 1. Please provide the photo of incident. Attached. 2. Please confirm whether there was any patient involvement? No patient impact, defect was noticed prior to patient involvement. 3. Was this incident noted upon receipt? No, this product arrives in a sealed ¿bulk pack¿ case. It was not noticed until the case was broken down and located in a medical department storage room.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Pr 9214645 - follow up MDR for device evaluation. It was reported one item was found sealed but appeared to have some form of contamination. To aid in the investigation, one sample and two photos of a 10ml luer lok syringe from lot 3179300 was received for evaluation by our quality team. The sample was received in an opened packaging blister with all applicable product information. The sample has two black marks on the barrel body and brown marks on both side of the flange. One photo shows the top web graphics side of the web with all product information, and the second photo shows the syringe in a sealed package with the black and brown markings as described in the sample received. The black and brown marks are consistent with embedded foreign matter which occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. This type of defect is cosmetic and does not pose risk to the customer. The condition observed is non-conforming per product specification and is associated with the manufacturing process. A device history record review was completed for provided material number 302995, lot 3179300. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lot 3179300 was inspected and accepted based on meeting our inspection control plan, subsequently approved for shipment and is considered in compliance with our product specification requirements. This condition is occurring at or below its expected frequency; therefore, no corrective action is required at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.